Event description:
Customer reported the system was displaying a communication fail error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the control panel connector. System operates as intended.